Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. S/w version unknown. Retainer ring= black. Case type =ngp. Customer return pump due to alleged cosmetic damage located at the battery compartment and it was found on 20 october 2023. Unable to perform displacement test, active current test, sleep current test, and self-test due to failed battery test. Pump was cut open to perform visual inspection and found evidence of moisture on the pcb 1. In addition there is physical damage on pcb 2 . The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label, cracked retainer, retainer knit line damage, broken resistor r11 on pcb2. P-cap was attached and locked into place properly, however, it was noted as damaged due to cracked retainer and retainer knit line damage. Fail battery test is confirmed due to cracked r11 on pcb 2. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed and found the location of the damage case near a battery compartment. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.